Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis and perineal pain. The patient also had a family history of endometriosis. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain pelvic"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (obotic assisted laparoscopic bilateral salpingectomy ith removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea and heavy menstrual bleeding had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: discrepancy noted for insertion date previously reported (B)(6) 2016 now it is reported as (B)(6) 2015. Received treatment for pain, bleeding, migration : yes. Right: 3 coils, left: 2 coils. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received. Reporter information, patient middle name, demographics added. Reporter causality updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis and perineal pain. The patient also had a family history of endometriosis. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain pelvic"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (obotic assisted laparoscopic bilateral salpingectomy ith removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea and heavy menstrual bleeding had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: discrepancy noted for insertion date previously reported (B)(6) 2016 now it is reported as (B)(6) 2015. Received treatment for pain, bleeding, migration : yes. Right: 3 coils, left: 2 coils. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain pelvic"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (salpingectomy bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted for insertion date previously reported (B)(6) 2016 now it is reported as (B)(6) 2015. Received treatment for pain, bleeding, migration: yes. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. This case become incident. Date of removal added. Reporter information were added. Previously reported event injury were updated to pain pelvic, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), migration incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.